Event description:
Drive devilbiss healthcare was notified of an incident involving a bed rail by a patient, who reported that as he used the rail to assist with standing up, the bar bent and he fell to the floor, breaking his hip and sustaining other bruises. Drive devilbiss healthcare is in the process of facilitating the return of the product for inspection and will update this report should any additional information become available.